Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Currently, the event is under investigation to verify the reported allegations. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "the user reports that the ventilator shut down while in full operation. The user verified that the battery indicated 100%, but when disconnecting the ventilator from the mains power supply, the device powered off." No harm to the patient was reported. The device was exchanged with another one.